Event description:
It was reported that during the left ventricular (lv) lead implant, the guide wire became stuck in the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).